Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). No known consequences or impact to patient. Torn, lens. Evaluation results: visual inspection of the returned lens showed half the lens was torn off and missing and a haptic was bent. There was a clear surgical residue on the lens. (B)(4).

Event description:
It was reported that the aq2010v three piece silicone lens was damaged intraoperatively during contact with the patient. No patient trauma. The event was due to a loading error.